Event description:
On (B)(6) 2011, a company representative reported the patient went to the emergency room due to elevated blood glucose of 470 mg/dl. The patient was given insulin and was being hydrated and her blood glucose measured 350 mg/dl at the time of the initial report. Upon follow up with the patient on (B)(6) 2011 she stated hospitalization was due to a "bad site" and she was not absorbing insulin. She was treated with an insulin IV and was released after a few hours. She stated she was physically able to treat herself but did not have insulin for injections and had to go to the hospital. She switched to a different type of infusion set and her blood glucose is fine. The alleged infusion set was discarded. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.